Manufacturer narrative:
A leak test performed on the device found a leak on the fluid path caused by a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device leaking. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 16 mmol/l (288 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.